Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.1, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a flat crease. A leak test and microscopic analysis was performed which identified the device had no leakage. The fill test inspection was performed, the result was that no blockage was found. Based on the device analysis the final assessment is no issues were found related with the manufacturing process, and the unit has no opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.